Manufacturer narrative:
(B)(4). An empty opened foil and a detached needle of product code vcp359, lot # pa2966 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Slightly marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture during use¿. An opened box with unopened samples of product code vcp359 lot # pa2966 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown laparoscopic procedure on (B)(6)2019 and suture was used. The suture needle pulled off sewing for the first stitch. Changed to another one to complete the procedure. There was no patient consequence reported. No additional information could be provided.